Event description:
It was reported that this pacemaker recorded electrograms (egms) with far field and atrial over sensing. Automatic pace threshold test episode stored in configured collection period was successful. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.